Manufacturer narrative:
Additional information reported that the patient suffered from organic heart disease in the form of cardiomyopathy, however the specific cause of the aortic stenosis remained unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years after the implant of this transcatheter bioprosthetic valve, an echocardiogram showed increased gradients with severe paravalvular leak (pvl). A transesophageal echocardiogram (tee) confirmed stenosis, decreased left ventricular function with an ejection fraction reduced from normal to 40%. Due to acoustic artifact on tee, a leaflet thrombus was suspected, but could not be confirmed. Anticoagulation was prescribed to treat the thrombus. Approximately three weeks later, the patient presented with dyspnea and hypotension. Vasopressors and intravenous therapy antibiotics (ivab) were administered. An echocardiogram identified an ejection fraction between 30 to 40%, severe atrial stenosis and mitral regurgitation. Advanced cardiovascular life support (acls) protocol was initiated for hemodynamic support, however the patient expired. Septic shock was reported as the cause of death. The source of the infection was suspected to be pneumonia or to be related to the valve. However, the involvement of the valve or the presence of an infection was unable to be confirmed by the facility.